Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 24 with associated fault code, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to contact healthcare provider because no backup insulin therapy was available, and technical support arranged replacement pump shipment, confirmed address, provided storage mode instructions, and instructed customer to return problematic pump within 10 days and to program pump settings and reconnect continuous glucose monitor on replacement device.